Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up. Upon review, the pacemaker exhibit under-sensing. No intervention was performed. No patient consequences.